Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device failed for temperature rise. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was not duplicated. A service technician functionally evaluated the device and noted the temperature of the device rose to 111 degrees f. A second technician functionally evaluated the device and noted the temperature rose to only 106 degrees f.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device failed for temperature rise. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.